Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. The pt later developed soreness and a knot under the skin at the site. After continued visits to the pt's physician over the next several mos, the pt was referred to a surgeon. Surgery was performed in 2004 and the material was removed from the groin in two sections. The pathology report indicated the specimen was skin with well-circumscribed subcuticular mass comprising of acellular material and associated histocytic response, consistent with retained closing device. The pt complained about incurring a bill from the surgical procedure that they did not believe they should be required to pay.